Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 10.3 cm diameter fusiform abdominal aortic aneurysm. The infra-renal neck angle was 60 degrees. The aortic neck was 24 mm in diameter and 23 mm in length. The distal aorta was 37 mm in diameter. The right iliac artery was 17 mm in diameter and the left iliac artery was 18 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right and left iliac arteries were mildly tortuous with no stenosis. The 28x13x145 bifurcated stent graft and iliac stent graft 16x24xc80 were implanted on the right side. A 16x20x120 and a 20x20x80 from the left side. It was reported that the CT revealed that the abdominal aortic aneurysm is 8.2 cm in diameter, the right limb is 33 mm in diameter. There were distal bilateral type I endoleaks present. The physician implanted aortic extensions bilaterally. The follow up CT revealed that the bilateral distal type I endoleaks were resolved. The investigator indicated this was related to the device but not related to the procedure. No additional clinical sequelae were reported and the patient is fine.